Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros intact pth (ipth) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The vitros ipth result was higher than expected when compared to a repeat sample from the same patient. Patient 1 vitros ipth lot 1930 result of 112.35 pg/ml versus the expected result of 50.02 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected patient sample result of 112.35 pg/ml was not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros intact pth (ipth) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The vitros ipth result was higher than expected when compared to a repeat sample from the same patient. The assignable cause was an instrument related performance issue. A vitros troponin I es within-run precision test was unacceptable, indicating an elevated alu issue with the microwell subsystem of the vitros 5600 integrated system. An ortho laboratory specialist and field service engineer replaced several parts on the vitros analyzer, some of which included replacement of the vapor absorption filter, sr pump a and b, the tip dispenser, and the ceramic nozzle. Diagnostic vitros tsh within-run precision testing was acceptable following these service actions, indicating the vitros 5600 integrated system was performing as intended after service. Based on historical quality control results, a vitros ipth lot 1930 performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1930. In addition, the customer is not following the manufacturer's recommended sample handling protocol; therefore, incorrect pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample.